Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported loose wire, however, for clarification the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity test passed. An additional finding was a scratch on the pulley. There were scratches on the surface of the distal pulley. Scratches on the maintube were also found. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si surgical procedure, a loose wire at the wrist of the fenestrated bipolar forceps instrument was found. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.